Event description:
It was reported that via fluoroscopy externalized conductors were observed. Increased pacing threshold was also noted. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.